Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her onetouch verio iq meter was not powering on. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue approximately 3 months ago (exact date/time unknown). The patient reportedly manages her diabetes with a combination of glyburide and metformin pills. The patient denied developing any symptoms of high or low blood glucose and stated she started exercising also 3 months ago in response to the alleged issue. The patient stated she also is taking less medication to manage her diabetes in the last 3 months. No other device was used for testing. At the time of troubleshooting, the cca noted that the subject device was not brand new. The meter's battery did not need replacing based on the age and use of the meter. The alleged issue was not resolved with training. Replacement products were sent to the patient and subject products are pending return for investigation. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.